Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a stroke occurred. A left atrial appendage (laa) closure procedure was performed and a watchman ® laa closure device was implanted. About a month later, the patient presented with a stroke. The patient will have a transesophageal echocardiogram (tee).